Manufacturer narrative:
The event occurred during an unspecified date of (B)(6) 2019. (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non-dehp solution sets would not prime. It was further reported that the parenteral nutrition would not prime past the filter. This issue was identified during priming. There was no patient involvement. No additional information is available.